Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead insulation exhibited damage. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿the lead insulation got pierced while introducing the wire inside the lv lead¿ was confirmed. A complete lead was returned in one piece for analysis. Visual examination noted the lead body insulation was punctured/damaged and the inner coil was offset at the s-curve region consistent with procedural damage. X-ray examination noted the inner coil was bunched up at the connector region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.